Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Soundstar eco catheter, model #:m-5723-17, lot #: unknown. Esophastar, model #: d-1291-01-s, lot #: unknown. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a c3 coronary sinus refstar - deflectable catheter and suffered a cardiac tamponade which required surgical intervention. The patient's medical history is unknown. It was reported that after the transseptal procedure, the physician had mapped in the left atrium with the c3 coronary sinus refstar - deflectable catheter. Shortly after, while cryo was applied in the left superior pulmonary vein, a blood pressure drop was noticed. The pericardial effusion was confirmed with intracardiac echocardiography and a pericardiocentesis was performed. The patient was then sent to CT surgery. It was stated that the event occurred during the mapping phase of the procedure but was noticed as cryo therapy was being applied. The medtronic 14 fr sheath was used. The patient received anticoagulation during the procedure. The act was maintained in the 300's. The patient did require hospitalization. The patient was reported to be in stable condition. The physician's opinion regarding the cause of this adverse event is that it was procedure related.